Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the patient reported that they used sharp object to open the bags. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on how to properly handle the disposable set when opening the packaging in order to avoid damage. The guide also states that the user has to inspect the disposables cassette for damage and if damage is found, then the user is to ¿obtain a new disposable set¿ in order to avoid possible contamination of the fluid pathways. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) saw air in the drain line of the automated peritoneal dialysis (apd) set with cassette which occurred during peritoneal dialysis therapy on the homechoice (hc) device during dwell two of five. The hp was connected at the time of the event. During the troubleshooting, it was determined that the hp used sharp object to open the bags. The technical service representative (tsr) explained the possible causes of the air in the line to the hp and advised the hp to end the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.